Manufacturer narrative:
On (B)(6), 2020 the customer returned the insulin pump for an alleged under delivering. High bg/under delivery and a21 alarm. The device received with motor error during rewind due to motor encoder signal out of phase. Unable to perform normal operating current. The stop (idle) current and run current measurement tests self test, rewind test and displacement test, delivery accuracy test test, basic occlusion test, occlusion test, prime/ compromised force sensor system test and excessive no delivery test or verify possible under delivery, a21 alarm and care link due to motor error alarms. The insulin pump history download using thds was successful however, on (B)(6), 2020 there is no alarm reports event date noted. The cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip were noted during visual inspection. The test p-cap/reservoir does lock into place. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 412 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer also experienced nausea, vomiting and abdominal pain. They treated with manual injections. The customer alleged the insulin pump for under delivery due to unexpected restart alarm. The drive support cap appeared normal. The insulin pump passed displacement test. The insulin pump will be returned for analysis.